Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had log files submitted for review. Log files captured low voltage hazard no external power events on 06may2024 at 09:33 a.m to 09:34 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery in the system controller until power was restored to the mpu. Event lasted about one minute with no interruption to pump support. No other unusual events were noted in the remainder of the logs.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days of data ((B)(6) 2024 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 22024 from 09:33:15 to 09:34:47 due to a loss of external power while connected to the mpu. The alarms resolved once the controller was connected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged or removed from serviced; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.